Event description:
It was reported that three days post implant, the right ventricular lead had high threshold with intermittent capture. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.